Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device since the serial number was not provided and the device was not returned. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The reported issue is not due to design. Based on the results of the legal manufacturer's investigation, it is likely the error was caused by the specific 190-system scope that was in-use, as the e315 error was resolved by the replacement of the scope. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that they received an "e315" unsupported scope error. The problem, as reported to olympus, was identified during preparation for use for a colonoscopy. The intended procedure was completed after a delay of 10-15 minutes. The procedure was completed after changing scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The user facility determined through troubleshooting that the problem was associated with a single specific scope; the cause of the reported problem was assigned to the suspect scope. The reporter indicated that the suspect scope will be returned to olympus for evaluation/repair. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.